Manufacturer narrative:
Device passed displacement test and self test. The audio tones or beeps functioned properly. However, device error 63 alarm confirmed in the device history due to broken trace on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was set on high alert but it did not give any alert before high. The customer's blood glucose level was 381 mg/dl, 301 mg/dl and 190 mg/dl. Customer stated that the insulin pump had audio issues. Insulin pump will be returned for analysis.